Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer discussed the events with tandem field representatives and multiple infusion sets/types were used to address the occlusions. Customer's diabetes educator worked assisted the customer with the infusion sets. There was no reported impact to customer's blood glucose. Tandem technical support followed up with the customer and customer was unable to confirm the past issues.